Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's sys controller was replaced due ot observed pump stoppage events and red heart alarms. Log files were not submitted to the MFR. The system controller was exchanged and the pt was discharged. The pt remains ongoing.

Manufacturer narrative:
The sys controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.